Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the abbott diabetes care (adc) device. The customer experienced symptoms described as "fear, blurry vision, tongue nightmare" and required treatment of sugare with water provided by spouse (who is also a nurse). There was no report of death or permanent injury associated with this event. A sensor reading of 90 mg/dl was compared against a built-in meter reading of 54 mg/dl, the results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the abbott diabetes care (adc) device. The customer experienced symptoms described as "fear, blurry vision, tongue nightmare" and required treatment of sugar with water provided by spouse (who is also a nurse). There was no report of death or permanent injury associated with this event. A sensor reading of 90 mg/dl was compared against a built-in meter reading of 54 mg/dl, the results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant.